Manufacturer narrative:
A mfg batch record review was performed for product code 2-6795-09p, lot# 081ah. All receiving inspection reports for raw materials and finished goods were reviewed. No discrepancies in the MFR of this product were found. All product was found to be acceptable. Jjpi considers this file closed.